Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and initial investigation identified an issue at the distal end. The failure analysis engineer further indicated that the instrument grip tang was dislodged from its normal position. There was a portion of the grip tips that extended further than manufactured. This confirms the customer reported issue. Additional inspection found a dislodged flush tube. The probable root cause of a dislodged flush tube is attributed to improper cleaning during reprocessing, which may include autoclaving the instrument repeatedly without movement of the tip causing the flush tube to migrate. Both failure analysis observations are unrelated. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during successfully completing an oropharyngectomy surgical procedure, inspection of the force bipolar instrument identified that the base of the tip of the jaw was bent. Additionally, scratch damage was also found at the shaft of the tip. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the reported damage was identified after the procedure and was observed post-operatively during the pre-sterilization inspection.